Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse performed a major preventive maintenance (pm), which was due. The fse replaced the incubator belt due to noises and tightness. The fse performed a passing system check, and the customer performed a passing quality control (qc) to verify system hardware. The unit conformed to the manufacturer's published performance specifications.

Event description:
The customer reported elevated troponin I (accutni) result, within the risk stratification range, for one patient, involving access 2 immunoassay system. Subsequent testing produced a lower result, within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.